Manufacturer narrative:
The customer reported the device was discarded; therefore, device investigation could not be performed. A review of the device history record did not reveal any non-conformity which could have contributed to this event. A specific root cause of the reported balloon rupture could not be determined.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, during pre-dilatation, the fox plus balloon ruptured at 12 atmospheres during the first inflation. The complete balloon was removed from the anatomy and a non-abbott balloon was used to complete dilatation. There was no adverse pt effect. No additional info was provided.